Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was removed due to high thresholds and low r-waves. The patient experienced diaphramatic stimulation.